Event description:
It was reported a patient underwent a total hip replacement procedure on an unknown date in 2022 and topical skin adhesive was used. Post op, patient returned with wound issues. They do believe the issues are caused by patient getting adhesive too wet or not maintaining the proper care of adhesive. The patient did experience a post-op device malfunction. The adhesive did not hold the wound closed at the highest tension areas. They do believe this is because of patient not following discharge instructions but they are not 100% sure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information provided: did the patient experience a post-op device malfunction? Yes. If yes, please describe. In some cases prineo did not hold the wound closed at the highest tension areas. They do believe this is because of patients not following discharge instructions but they are not 100% sure. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No. Did the patient require revision surgery or hardware removal? No. Patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? No. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. How many patient events have occurred? Please add/create a product complaint for each patient event. What is the alleged deficiency of the product? Is photo available of patient dehiscence? What was the procedure date? What date /day post op was the dehiscence noted? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) product code and/or lot of product used? Current patient status. What are post op instructions to patient regarding care and removal of adhesive? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.